Event description:
It was reported that the pt complained of post-op pain from a prior shoulder procedure. Further, x-rays identified a device fragment in the pt's shoulder. A revision surgery was performed ot remove the device fragment. It was further reported that the account believes it to be a piece of metal electrode form the probe unit.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.